Event description:
It was reported that during the treatment of an avm and an afm, two separate catheters were used. Nbca glue was used on the afm and onyx was used to treat the avm. The catheter used for the onyx injection became stuck in the vasculature during use with the onyx as wait times were increased. The catheter hub was cut and removed then pulled proximally to remove as much of the catheter as possible. A catheter and wire were used to push the remainder of the microcatheter in the femoral artery. It was sewn in place at the femoral artery. No additional information has been provided to date. Patient information-patient identifier and weight are not available.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as a portion remains within the patient and the remainder was discarded. The device in complaint does not appear to be the cause of the incident.